Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 asymptomatic patient. Confirmation testing for pcr resulting negative was done.